Manufacturer narrative:
Correction : annex b : b21 annex c : c21 annex d : d16 additional information : device eval by manufacturer? Annex a : a0401, a1104, a1801, a040502 annex g : g02026, g0200802, g02017, g04037, g02035 annex b : b01, b14 annex c : c07, c10, c0601 annex d : d15, d0108 a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : see manufacturer narrative.

Event description:
It was reported that the pcu had been plugged in to the red outlet. The device was unplugged and during patient transport going to CT scanner, the device reportedly displayed a low battery alert. The device was then placed "on the bed outlet during transport" and while in CT scanner it was plugged into the wall outlet. Upon return to the unit, the pcu was plugged back into the red outlet, but then it reportedly shut down. The customer noted that the device "didn¿t appear to be holding a charge." Medications "levophed" and "geopreza" were infusing at the time of the event. There was patient involvement but no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3: see manufacturer narrative.

Event description:
It was reported that the pcu had been plugged in to the red outlet. The device was unplugged and during patient transport going to CT scanner, the device reportedly displayed a low battery alert. The device was then placed "on the bed outlet during transport" and while in CT scanner it was plugged into the wall outlet. Upon return to the unit, the pcu was plugged back into the red outlet, but then it reportedly shut down. The customer noted that the device "didn¿t appear to be holding a charge." Medications "levophed" and "geopreza" were infusing at the time of the event. There was patient involvement but no harm.